Manufacturer narrative:
The delivery system was returned after being used in the procedure with the delivery system still inserted through full loader and sheath. The delivery system was returned with partially used fine adjust and partial flex. Kinks on the delivery system/loader due to packaging were observed. Visual inspection observed the distal nose tip was separated from the guidewire lumen, and balloon pieces were torn off and returned separately. Imagery was received for evaluation and shows calcification in and above the native annulus. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The reported event was confirmed through visual inspection. Dimensional inspection was performed and met the specifications. The reported events were confirmed, but no manufacturing non-conformities were found in the returned sample. A review of available information did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient (calcification) and procedural factors (withdrawal of burst balloon) contributed to the reported events. No instructions for use or training manual deficiencies were identified, and review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their respective control limits. Therefore, neither product risk assessment (pra) escalation nor corrective actions are required at this time. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once the balloon burst, withdrawal through the sheath may have been impeded by an increased balloon profile, resulting in the described withdrawal difficulty and subsequent separation of the nose tip. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The provided imagery reveals that the patient had annular calcification which could have caused the balloon to burst. Since no edwards device defect was identified in the evaluation, no corrective or preventative action is required. Additionally, since the complaint occurrence rate did not exceed the may 2019 control limit for the applicable trend categories, pra escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, at the end of deployment of a 29mm sapien 3 valve in the aortic position via transaortic approach, the certitude delivery system balloon ruptured. The valve was successfully placed and no further actions were required for the valve. During removal of the certitude delivery system through the sheath, the ruptured balloon became stuck on the tip of the sheath. During attempts to remove the devices, the distal tip nose cone separated from the delivery system and was left in the patient. The nose cone was able to be 'fished' out of the patient without injury. The patient is currently stable.